Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant there were no sensing despite different positions. The lead was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.